Event description:
Pt has advanced colon adenocarcinoma of the hepatic flexure associated with a symptomatic duodenal colonic fistula. He was undergoing a pancreaticoduodenectomy and ileocolectomy. During the procedure endo gia stapler fired the first couple of loads and then wouldn't fire. It was being used to device tissue. Also during the same procedure, the open gia stapler was used. It fired once and failed on the second try. The handpiece popped open and fired and the blade was exposed. The physician was able to complete the procedure without pt harm.